Event description:
The customer received erroneous results for one patient sample tested for calcium and creatinine jaffé (creatinine). For calcium, the sample initially resulted as 7.2 mg/dl accompanied by a data flag. The sample was then automatically repeated by the analyzer with a calcium result of 7.1 mg/dl accompanied by a data flag. The value of 7.1 mg/dl was reported outside of the laboratory. The same patient was re-collected at another site and tested for calcium, resulting as 10.0 mg/dl. This caused the doctor to question the 7.1 mg/dl value that was reported. The customer then pulled the sample and repeated the calcium, resulting as 10.0 mg/dl. The sample was also repeated a second time,with a calcium result of 10.0 mg/dl. The repeat value of 10.0 mg/dl was believed to be correct. The field service representative could not determine a cause. He checked probe alignment, checked cell washing, and ran a precision check. The operator ran quality control and all assays were within specifications. After the field service representative checked the analyzer, the customer provided additional data which documents that there was an erroneous creatinine result from the same event. The same patient sample initially resulted as 0.61 mg/dl for creatinine. After the doctor had questioned the calcium result, the creatinine was also repeated, resulting as 0.93 mg/dl. The customer believed the value of 0.93 mg/dl to be correct and an amended report was sent for this result. The customer declined additional service at this point. The patient was not adversely affected by the event. The calcium reagent lot number was 65132701 with an expiration date of 04/30/2012. The creatinine reagent lot number was 65066501 with and expiration date of 07/31/2013.

Manufacturer narrative:
A specific root cause could not be identified. The provided quality control and calibration data did not give any evidence that there was a problem with the assay. No patient was adversely affected.

Manufacturer narrative:
The same patient sample referenced in this medwatch also had erroneous ise results. Please reference the medwatch with (B)(6) for additional data related to this event.